Manufacturer narrative:
(B)(4). Date sent 2/20/2026. D4 batch #a98n9e. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45g reload loaded on the device. The reload was received partially fired 1/2. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The event described of difficult to open, and would not knife home could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98n9e, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/10/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: 1. Was the firing sequences started? If yes, was the firing sequence completed? - no ¿ sequence stopped. 2. Did the device deliver any staples? - yes. 3. If yes, were the staples formed properly? -yes. 4. If yes, was the staple line complete? - partial ¿ stopped midfiring. 5. Did the device cut? -yes. 6. If yes, was the cut line complete? - behind the staples fired. 7. If yes, was there any issue with the cut line? -linear partial cut.

Manufacturer narrative:
(B)(4). Date sent: 1/27/2026 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the firing sequences started? If yes, was the firing sequence completed? 2. Did the device deliver any staples? 3. If yes, were the staples formed properly? 4. If yes, was the staple line complete? 5. Did the device cut? 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech45s lot number a98r20 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy procedure, the stapler successfully fired one white load on the pedicle. A green load was then attempted across the sigmoid; however, halfway through firing, the device shut down and did not complete the firing. When pressing the home button, the jaw did not retract. The surgeon immediately used the manual override and was able to open the jaw successfully. An additional stapler had to be opened to complete the firing. There were no patient adverse event. No additional information provided.